Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The calibration results were within specifications. The qc results were within -2 standard deviations and were acceptable. There was no indication of a performance issue with the reagent. The alarm trace did not indicate any issues. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the customer's cobas pro ise analytical unit is (B)(6). The field service engineer inspected the analyzer and found detergent buildup in the sonic wash station (sws) bath. He cleaned this part and verified the analyzer's performance with ion-selective electrode and precision checks with acceptable results. The investigation is ongoing,

Event description:
The initial reporter received questionable na electrode results from several patient samples tested on the cobas pro ise analytical unit. One example of discrepant results was provided: the initial na result was 157.1 mmol/l. The repeat result was 145.2 mmol/l. The repeat result was deemed correct.